Event description:
It was reported that the pt had a heart transplant and was administered the following: extracorporeal membrane oxygenation, levophed, vaso, dopamine, atgam, bicarb drips, lactate 18.6. While in the or, the pt was unable to "come off cpb" cardiopulmonary bypass) and an iab was inserted via left femoral artery. The iab was connected to the pump and pumped for 20 mins. A leak was noticed at the bifurcation. Md removed iab over the guide wire and inserted a new iab. Pt was unable to be weaned from the cardiopulmonary bypass and was on extracorporeal membrane oxygenation 5lpm flow, multiple drops (gtts). Pt did expire within a few days; however, not as a direct cause of iab therapy. A f/u report will be filed if more info becomes available.